Event description:
Voluntary medwatch received states that the pacemaker was explanted due to infection. No patient consequences was reported.

Manufacturer narrative:
Correction: g2 section: previous initial report supposed to check "other" box and update "other report source" as medwatch instead of health professional, user facility and company representative boxes.